Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient reported they had a loss of therapy.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for urinary dysfunction/sacral nerve stim as well as astrointestinal/pelvic floor. Consumer reported their device was not doing what it was supposed to be doing. It was determined that the patient¿s therapy was not on, so they turned it on and they were able to feel stim. Patient reported they were having issues at night and even during the day. Patient said they were still having situations where they would wet themselves. No further complications anticipated.

Manufacturer narrative:
Aware date updated to (B)(6) 2017 for regulatory report (B)(4), for the loss of therapy. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the issues had improved, but they were still having problems periodically.